Event description:
During an in clinic follow up, it was observed the patient had received inappropriate shocks. Upon interrogation, undersensing, noise resulting in oversensing and low pacing impedance were observed on the right ventricular (rv) lead. It was suspected the undersensing on the rv lead triggered a ventricular tachycardia (vt) which resulted in the inappropriate shocks which did terminate the vt. A rv lead fracture was suspected. Noise resulting in oversensing was also observed on the right atrial (ra) lead. A ra lead fracture was also suspected. Following these events, the device was observed to be in back up mode, which was suspected to be due to end of life (eol) of the device. Technical support was contacted and reprogramming of the device was performed. Lead and device replacement is anticipated but has not yet been performed. The patient was stable and will continue being monitored.